Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration data provided was within range. It was noted the customer was not following the tube manufacturer's centrifugation recommendations. It was noted the customer was not using the recommended rack adaptors. The performance check data was ok.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for two patients on their e601 analyzer. The first patient's initial hcgb result was 420.9 iu/l accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2013, the customer repeated the sample and the result was 0.183 iu/l. The second patient, a female, had an initial hcgb result of 41.25 iu/l accompanied by a data flag and it was reported outside the laboratory. On (B)(6) 2013, the customer repeated the sample and the result was <0.100 iu/l. The customer stated that <0.01 iu/l was reported outside the laboratory for both patients. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patients were harmed by any action taken. The hcgb reagent lot number was 173268. The expiration date was requested but not provided.